Event description:
Event description: it was reported that a male patient underwent an idiopathic ventricular tachycardia (ldvt)-right ablation procedure and post-procedure when the physician was deploying the perclose closer device in the right groin (arterial) the proglide broke. The caller stated that the vizigo sheath and the ablation catheter were still in the right groin (vein). The sheath and the catheter were removed and per the caller, the vein was ok. The patient was then taken to the operating room. Additional information was received, and it was reported that the attending physician believed that the cause of the adverse event was due to the premature injection of the perclose into the vascular access. There were no bwi product malfunctions. The patient was stable during this time. The patient required extended hospitalization because of the adverse event. He remained overnight at the hospital until he recovered from the vascular surgery. The patient fully recovered. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).